Event description:
The original evar was performed on (B)(6) 2007. Notes taken from the original procedure stated that the top end fish mouth was in good shape and no endoleaks were present. However, it was noted that the left leg could be a bit longer. Overall, the case was described as 'very good' and 'very well organized'. A re-intervention was performed on (B)(6) 2015 to treat a type 1b endoleak identified, from a left contralateral aorfix graft. This graft was used to realign the contralateral leg and land in the left external iliac artery after the left internal iliac artery was embolism. No endoleak was present at final run. Model # sg-hbl-73-18, lot # csm3-1937, expiry date: 23 jan 2009, mfg date: jan 2007. (B)(4).

Manufacturer narrative:
Lombard med believes that the requirement to reintervene is due to disease progression. However, it is possible that the comments made from the original procedure regarding the length of the leg may have been a contributing factor and, along with the disease progression, allowed proximal movement of the stent graft and resulting in the type 1b endoleak. Original procedure was successful and there was no reported events. The stent graft continues to perform as intended. A review of lombard medicals current hazards risk analysis is not applicable as the leg used in the original procedure was a generation 1 device. Lombard medical now currently mfg generation 3 devices. The stent graft has performed as intended. It is believed that disease progression, due to the period of time passed since the original procedure (8 years), had led to the event which was occurred. There is no information is suggest a device malfunction. Lombard medical now intends to close this complaint and will continue to track and trend in accordance to quality system procedures.